Event description:
The device was returned for air compressor failure. During initial evaluation pump made excessive pneumatic charge attempts before alarming. Pump was reverted to manufacturing mode and failed pneumatic recharge testing consistent with a failed air compressor. No damage pertinent to the pneumatics were identified.

Event description:
The following has been reported: biomed reported: "pump alarms "service required". Further inspection shows top right loading guide is sticky. Unable to fix by cleaning." "We have pump sn: (B)(6) that staff reported "alarms service required". Upon further inspection, the loading guides seem to be very sticky/don't operate properly. This could not be fixed with cleaning, and the pump still alarms after cleaning." Patient harm: no. Infusion stoppage: yes. A preliminary review identified the following issue: mechanical hardware failure (air compressor). Active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.